Manufacturer narrative:
One 72203052 flush suture cutter xl used for treatment, was not returned for evaluation. Due to product unavailability evaluation was limited. If further information becomes available the complaint may be revisited. This is a six year old reusable instrument. Periodic maintenance is required. Allegation description aligns with repeat use, wear and force. Per instructions for use: ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder arthroscopy procedure the product broke outside the patient but it did not lose any piece. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.